Event description:
It was reported that the patient¿s legs were burning.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had increased pain in his legs due to the implantable neurostimulator (ins) needing to be charged. The patient was scheduled for an MRI. Additional information received reported that the patient "just had one lead break and it was replaced". It was stated that the patient did not have concerns regarding their device or therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v083355, implanted: (B)(6) 2008, product type: lead. Product ID: 37791, product type: recharger. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-56, lot# v083355, implanted: (B)(6) 2008, product type: lead.